Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is beeping and the display is blank. Caller reported the pump did not display, beep, or vibrate any error messages prior to the pump screen going blank. No adverse event reported. Requested return of the alleged device for evaluation.